Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2016 with the following findings: no defect was found. Unable to duplicate complaint of line in display. Opened pump, no damage to display connector or display flex cable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.